Manufacturer narrative:
Results - as received the ipg was non-responsive. According to the eon mini dfu, there is adequate information for preserving the ipg when not in use. This serial number was part of a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2008. During a recent reprogramming session, it was discovered that the patient's ipg was depleted. She allegedly had stopped using her scs system and had not recharged the ipg in 8 months. The physician and patient decided that the entire scs system should be removed. The patient will not receive a replacement system.